Event description:
Information received indicates the caster at the head end of the stretcher continues to swivel with the brake engaged but the caster wheel does not roll.

Manufacturer narrative:
The technician found a broken caster stem at the hex rod opening, preventing the caster from locking into brake. He replaced the brake caster and checked brake/steer function to repair the bed.